Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was unable to turn on with either battery pack and had started to make a loud ringing noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt rec'd a replacement monitor.